Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged post device battery change out. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.